Manufacturer narrative:
The manufacturer reviewed the records for the applicable lot of the manifold assembly. The manufacturer noted there were no nonconformances on this lot. A total of 401 pcs were made, 3 were rejected for embedded particulate, and the remaining 398 were shipped. No other irregularities were noted. The 2 pieces of the manifold removed from the patient were returned for a full investigation. While no root cause could be determined for this specific failure they were able to determine that the branches were all intact and remained secured into the junction, the drain tube was also intact and remained secured into the junction's other half. The junction was separated into two distinct halves with irregular edges. Other than a small tear at the branches end of the junction there was no other damage found to the material of the junction. No definitive root cause can be identified for this specific failure. While the middle of the junction and the junction material is not specifically tested in design verification, based on the material properties the expected material strength is greater than the strength of the two ends and more than necessary for the intended use. The tensile strength of the bonds at the ends of the junction exceed the requirement of 30n which is based on the standards for drain tubes. It is possible if the material is damaged, nicked, scratched, etc., that a potential tear could propagate from that damage more easily. Based on the location of the tear in this situation, and that it is the location that is sutured into place, this remains a potential cause, but cannot be definitively determined. As this is the first reported occurrence of this adverse event, the manufacturer will closely monitor and trend for any future occurrences.

Event description:
The patient had a drain placed approximately 2.5 weeks prior during back surgery. During a follow-up visit, the patient came into the office for a drain removal procedure. During the procedure, the manifold junction portion of the drain where the externally facing tube connects to the internal drain branches broke. The internal portion of the device (drain branches) could not be accessed for removal or easily grasped through the exit site to remove the device as intended. The patient was admitted to the hospital and was transported to the or so that they could have the device surgically removed. The physician was able to identify the end of the device under floro, made an incision on the patient, was able to secure the remaining portion of the device, and remove it without resistance or further complication. The physician placed a standard blake drain and the patient was discharged the next day. Both sections of the removed portion of the device were determined to be completely intact and sent to manufacturer for additional investigation.